Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced skin irritation, swelling and infection around the implant and magnet site. Subsequently, the device was explanted on (B)(6) 2026. Additional information has been requested but has not been made available as of the date of this report.